Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted for normal battery depletion. There were no allegations or complaints against the device. Upon return, preliminary longevity calculations determined that this device did not meet expected longevity.